Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 200 mg/dl at the time of incident and the current blood glucose level of the patient is 430 mg/dl. Customer treated with insulin pump. Customer had symptoms like nausea and did not feel ok. Trouble shoot performed for the high blood glucose. The insulin pump will not be returned for analysis.